Manufacturer narrative:
Results of investigation: vyaire medical was not able to verify the customer's reported issue during testing and evaluation. The ventilator was tested with a known good ac adapter and a known good patient circuit connected. The ventilator passed 158 hours of extended tests at the customer's settings. A battery duration test was performed, and the results of the test were "pass". The ventilator also passed the battery operation test section of the troubleshooting final test.

Event description:
It was reported to vyaire medical that the ventilator keeps going off by itself while on battery power. The customer also stated that the ventilator was alarming "disc/sense". The ventilator was in use on a patient, there was no patient harm.